Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Another pacemaker was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. Another pacemaker was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. It was reported that this pacemaker reverted to safety mode.

Manufacturer narrative:
Additional information added to b5. Section h6 updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.